Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way.

Event description:
It was reported that foreign material was allegedly discovered on the cardiovascular patch upon opening the package. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one cardiovascular patch was returned for evaluation. Five photos were provided and reviewed. The device was returned in the outer packaging tray, however the device was opened. Creases and indentations were identified along the length of the returned device. Based on the returned device, the investigation can be confirmed for the identified creases and indentations (nonstandard device or device component). The investigation is inconclusive for the alleged foreign material; the device was returned open and no foreign material was present. The user could have identified the marks in the device as foreign material. Based upon the available information, the definitive root cause is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Method - 3317).

Event description:
It was reported that foreign material was allegedly discovered on the cardiovascular patch upon opening the package. There was no patient contact.